Event description:
A customer reported to baxter corporate product surveillance a clearlink solution set with a stopcock in which the stopcock cracked at the rigid plastic connection to the tubing. According to the report, the alleged defect occurred when the patient attempted to sit-up. The reported indicated that the stopcock got caught on the bed rail and snapped. The medication being administered was normal saline. The primary line was switched out, and therapy continued as normal. There were no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was received incomplete; only the stopcock component of the sample was returned for evaluation. Visual inspection confirmed that the stopcock was cracked. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.